Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and mass is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation were capsular contracture, baker grade unknown, mass and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "right breast start swelling, was red, and painful; also patient is feeling uncomfortable". Right side breast rupture, mass and capsular contracture were reported. Patient additionally stated concern for bia-alcl. Alcl has not been alleged and no testing has been performed. The device remains implanted.